Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose 459 mg/dl. The customer reported that they had received the calibration not accepted alarm. Troubleshooting was declined for high blood glucose. The insulin pump will not be and sensor will be returned for analysis.